Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer initially called to report no delivery alarms. The customer then stated he was hospitalized for diabetic ketoacidosis. The blood glucose reading was 221 mg/dl during the phone call. The customer stated he collapsed and then was rushed to the hospital. Troubleshooting was performed and the insulin pump passed the prime test and was programmed correctly. Nothing further was reported.